Event description:
Info received indicates that during bypass the manual inflate balloon component ruptured. The cannula was removed and replaced during the case. No report of pt complication has been received.